Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced fluid loss. Upon revision, it was found that the tube connecting the pump and cylinders was broken, causing the fluid loss and making the device nonfunctional. The cause of the break in the tubing was likely long-lasting use. The ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole at corner of a fold and detached outer sleeve in the proximal end of the cylinder. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. However, no leaks were found. The second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder, but no leaks were identified. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump kink resistant tubing (krt) was worn to the filament. No leaks were found in the pump. The pump did not pass the activation test. Based on the information available and analysis of results, the mechanical issue reported was most likely determined to be the pump not passing the activation test; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced fluid loss. Upon revision, it was found that the tube connecting the pump and cylinders was broken, causing the fluid loss and making the device nonfunctional. The cause of the break in the tubing was likely long-lasting use. The ipp was removed and replaced. No patient complications were reported.